Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was implanted. The implantation dates provided are (B)(6) 2009 and (B)(6) 2010. However, it was not specified on which date the device was implanted. According to the complainant, post-procedure, the patient experienced extreme pain, bladder spasms, continued urinary incontinence and erosion of her internal bodily tissue. All other information is unknown and unavailable.